Manufacturer narrative:
Bumper channel.

Event description:
It was reported by service report that the pt right bumper channel was broken and exposing sharp edge. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.